Manufacturer narrative:
(B)(4) b3: event date is the publication date of the article. D10: unknown liner unknown cup g2: andriollo l, nesta f, el motassime a, perticarini l, sangalett r, benazzo f, rossi smp. Constrained acetabular liners in the instability of hip arthroplasty: what is its current role in revision surgery? Arch orthop trauma surg. 2025 dec 15;146(1):9. Doi: 10.1007/s00402-025-06110-5. Pmid: 41396222; pmcid: pmc12705821. G2: foreign ¿ italy the customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The journal article reported 1 patient was revised 3 months postop due to constrained liner disassembly and recurrent dislocation. Due diligence is in progress for this complaint; to date no additional information or product has been received.